Event description:
Through follow-up, the following additional information was received. Reportedly, the implanted stent (malpositioned) is sitting in inferior angle, stable without adverse event. The stent positioning did not required a surgical or medical interventions, and the patient was being monitored. The patient¿s prognosis was reported as ¿very good¿.

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that following a left eye cataract plus trabecular micro bypass stent system procedure, the surgeon observed one (1) of the two (2) stents dislodged- sitting in the inferior angle. The patient iop was reported as ¿good¿ and there is no inflammation observed. Reportedly, the surgeon had intraoperative difficulty implanting the stent due to compromised visualization, and could not confirm that the stent was securely placed as intended. Additional information is being requested.